Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately 10 years and 3 months post transcatheter valve replacement with a 23 mm sapien xt valve, the valve was explanted due to a torn leaflet. The valve was replaced with a surgical valve.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards sapien xt was not returned for evaluation. Device history and lot history review was unable to be performed, as no valve serial number was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was provided for review. The instructions for use (IFU) was reviewed for the novaflex delivery system with sapien xt, IFU. The warnings/precautions are the following: accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate valve performance. Thv recipients should be maintained on anticoagulant therapy, as determined by their physician. In addition to the risks listed above, additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: device explant; structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other). No IFU/training deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. As reports for valve degeneration over 5 years post implantation are considered natural deterioration of the valve, they are not captured in the risk management file. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. In this case, the device under investigation had been implanted for more than 5 years (19-apr-2011). There is no evidence of device malfunction contributed to the reported event. Therefore, review of the risk management file is not applicable at this time. The complaint for "leaflet - torn" was unable to be confirmed as no relevant imagery or device being provided for evaluation. Due to valve serial number was not provided, DHR review was unable to be performed and therefore, a manufacturing non-conformance was unable to be determined. However, as the valve had been implanted for more than 10 years, it is unlikely that a manufacturing nonconformance contributed to the event. Valve degeneration over 5 years post implantation is considered natural deterioration of the valve and it is a known inherent risk associated with bioprothesis heart valves. In addition, a review of the IFU and training manuals did not reveal any deficiencies. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action (CAPA) is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. There was no edwards defect identified to have contributed to the complaint events. Therefore, no corrective or preventative actions (CAPA) are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided literature article. Sections b4, b5, g3, g6, h2, h6: health effect - clinical code, type of investigation, investigation findings and investigation conclusions have been updated. "Transcatheter aortic valve replacement failure: surgical valve explantation after more than a decade". Publisher: interdiscip cardiovasc thorac surg. 2024 nov 6;39(5):ivae177. Author: go yamashita, et al. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate and per literature article, approximately 10 years and 2 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien xt valve in the native aortic position, echocardiogram showed "severe ai [aortic insufficiency] due to deteriorating transvalvular leakage and moderate aortic stenosis". It was decided to perform a thoracic/concomitant/ascending aorta replacement due to the patient's heart failure and dyspnea at rest. After cardiac arrest, distal anastomosis was performed using a non-edwards graft under mild hypothermic circulatory arrest with selective cerebral perfusion. Upon restarting circulation, it was observed that the distal rim of the sapien xt valve stent was exposed, and the stent and proximal portion of the valve were strongly adherent to the endothelium at the level of the valve skirt. Therefore, the sapien xt valve was explanted and replaced with a non-edwards graft. Subsequently, tricuspid valvuloplasty/annuloplasty and coronary artery bypass grafting were performed. The postoperative course was uneventful and the patient was discharged after 4 weeks.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to h6: type of investigation. Corrections to h6: device code(s), investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed the valve was adherent to the endothelium, with a visible tear on the right coronary cusp. In addition, imaging of the explanted valve showed a tear near the commissure left of the right coronary cusp. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of torn leaflet was confirmed per provided imagery. Bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With this known inherent risk of the device, valve degeneration over 5 years post implantation is considered a natural deterioration of the valve. In this case, the valve had been implanted for more than 10 years and therefore, it is unlikely that a manufacturing nonconformance contributed to the event. In addition, a review of the IFU and training manuals did not reveal any deficiencies. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.